Event description:
It was reported that the bivona custom tracheotomy tube was leaking. The patient experienced symptoms such as gargling and chocking. An emergent trach change was performed as a result. No additional adverse patient effects were reported.